Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures; a third-party service provider was instructed to do diagnosis and - if necessary - repair the device. Dräger contacted the hospital for the purpose to obtain further information. It was responded that it is unknown which parts were replaced or repaired and no additional details regarding the event were available. This lack of relevant information does not allow a case-specific evaluation by the manufacturer. It was reported that the patient¿s oxygen saturation was low prior to connecting the device; no further health consequences were reported. Dräger concludes the following: although the exact nature of the deviation remains unknown, it did not incorporate a previously unidentified or falsely assessed risk since the device posted an alarm to alert the user. There was no specific functional restriction described but it cannot be excluded that the ventilation performance was significantly impaired. The device was manufactured in november 2014 and it is unknown if the user performed preventive maintenance as specified in the instructions for use. The device has no UDI as an UDI was not required at the time the device was manufactured.¿

Event description:
It was reported that after being connected to the patient the device display indicated a malfunction that rendered the device inoperative. The ventilator was immediately replaced. There were no health consequences for the patient reported.